Event description:
It was reported that a customer had passed away on an unspecified date due to a low blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.